Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support informed the customer it's most likely the power module but worst case could be the driver. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the driver would not start when they try to use the start/stop button on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.